Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the proximal clave port separated from the tubing set. It was reported that "a small quantity" of blood was lost. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).